Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will be notified of the results of this investigation once it has been completed.

Event description:
Medwatch report (B)(4) received. Event desc: preoperative diagnosis: loose femoral component, left metal-on-metal total hip arthroplasty postoperative diagnosis: same. Operation performed: revision tha, femoral component and polyethylene liner, left hip. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/2016 - pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated loose stem, pain, and corrosion. No labs have been provided for the alleged high metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on: 03/14/2016.